Manufacturer narrative:
Device not returned.

Event description:
They reported that when unit is plugged into the wall, it goes straight to battery. Unit stated an "electrical pump failure" occurred. No other details regarding the nature of this event were provided.